Manufacturer narrative:
(B) (4) - this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Analysis is pending.

Event description:
The device object of this report was interrogated few days after implantation. Undersensing in the atrium was visible during sensing tests. Additionally, a programmer block was reported to have occur before this device follow-up : programmer had to be rebooted to recover normal operations.